Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a leak from a transfer set at the cap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection and microscopic inspection were performed and identified broken occluder feet and a damaged main body and patient adapter. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing; functional tests revealed a leak through the broken occluder feet. The reported issue was verified and the cause of the leak was determined to be due to damaged occluder feet. Should additional relevant information become available, a supplemental report will be submitted.